Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-sep-2019 with the following findings: a review of the pump black box showed pump reboots or power issues. There was no data in the pump histories from the time of reported no power event due to continued use. A visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on with audible tones and vibrations indicating that there was power to the pump, however, the display was found to be blank. Further testing was not able to be performed. The complaint of no power was unable to be adequately investigated due to the blank display issue. The unrelated blank screen issue was reported on animas medwatch report number 2531779-2019-04148. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.